Manufacturer narrative:
A medtronic representative responded to the following questions: was navigation intended for this procedure? Yes. Did they use navigation for lead placement? No. Once the imaging system was discontinued did the procedure change? Yes. Was the surgeon able to place leads? Yes. Was the imaging system just used for confirmation spin or more? No.

Manufacturer narrative:
On (B)(6) 2016 a medtronic field service engineer visited the site and tested the system. He found unit requesting to be homed upon startup. Performed homing procedure. Issue appeared resolved. Performed multiple restarts. Performed multiple invalidate and re-home procedures. Could not recreate reported event. It was noted that the emergency door open nut had become loose. Reapplied loctight and rest screw holding nut. Performed system checkout. Unit operated as expected. System event logs were gathered for analysis. Analysis as follows: left pedal was pressed for 2d exposure at 10:44:23.7650. Initial communication time-out error, dmc error, occurred around 10:44:32.1400 following the pedal press. In response to dmc errors, as the part of recovery process, positioner, gantry and rotor motion controllers disconnected at 10:44:57.3593, 10:45:00.7020 and 10:45:00.9117, respectively. Three motion controllers re-connected around 10:45:01.5151. As a part of reconnection process, motion controllers will perform safety checks (verify phase). During the verify, dooropen button was pressed at 10:45:04.4680 which activated move enable signal; active move enable signal can cause verify to fail and can force a re-homing of all axes. System was power down at 10:45:35.1240 following the failed verify. System powered back up at 10:50:46.5930. First attempt to home (aforementioned failed verify forced a rehoming) was made at 10:56:05.5461; this homing attempt failed due to premature release of the 'm' button at 10:56:05.9362 (less than 400 msec). All subsequent attempts to home failed due to same reason. Eventually, homing attempt at 11:04:41.5921 held the button down long enough for homing process to complete and system entered 2d mode. Left pedal was pressed for 2d exposure at 11:52:08.3890. Same communication time-out errors, dmc errors, occurred around 11:09:00.6080. Subsequent power cycle allowed the system to function normally. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database for trending and monitoring.

Event description:
A site rt (radiology tech) reported that when attempting to take a 2d image the o-arm system prompted her to re-home. After re-homing and attempting to take another 2d image it displayed "initializing please wait" and then would not re-home. Use of the o-arm system was discontinued. This was a dbs (deep brain stimulation) procedure that was completed without navigation. No patient harm.

Manufacturer narrative:
Additional information: a medtronic representative clarified that "once the imaging system was discontinued did the procedure change? Yes" meant that the site intended to use imaging system for procedure but ended up using a c-arm to complete the surgery.